Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon eval, the green, black, red, and white wires were open inside the distribution node. The cause of the test failure is the open connection inside the distribution node. The root cause of the open connection cannot be positively identified but is likely excessive force placed on the cables. No adverse event resulted from the open connection.

Event description:
During investigation into a (B)(6) female pt's electrode belt which was returned for an unrelated issue, a reportable problem was discovered. The electrode belt failed incoming testing.